Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer called tandem technical support to inquire if the blood glucose (bg) value and carbohydrates value should be entered when calculating a bolus request. Tandem technical support educated the customer that both options can be used together, but can also be used individually when entering values into the pump. Additionally, the customer was explained how the pump performs corrections based on the inputs. The customer acknowledged the information provided. During the time of the call, the customer's bg levels were not impacted. However, the customer stated bg levels had been previously affected. The customer declined to provide further information regarding the event and abruptly ended the call.